Event description:
Facility reported that a patient was injured on an arjohuntleigh lift; no other details have been made available.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.